Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the auxiliary 5.1 b3 failed to release. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary cubie 5.1 pocket was failed. A technical support specialist attempts to reach the customer were unsuccessful, and a voicemail could not be left. A callback was made to an alternative number, where customer was reached regarding the case. The customer explained that the field service technician (fst) had addressed one issue but left without checking the other, which led to disappointment as the fst did not report back upon completion. Apologies were extended to the customer, with assurance that such incidents would not recur. The customer accepted the apology. The unresolved issue was subsequently resolved by the customer. Permission was requested to close the case, and the customer agreed. The case was closed accordingly, as documented in the case comments. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the auxiliary 5.1 b3 failed to release. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.